Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. Both blades of instrument two were bent. A needle was found in the jaws of instrument one. Microscopic inspection did not identify witness marks on the needle. Under microscopic inspection, no witness marks from the needle tip impacting the beveled wall were observed for both instruments. No sheering on the toggle switches was observed for both devices. The needle was removed from instrument one and the blades were bent back for instrument two. Both instruments were loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle in both instruments. Product analysis suggests the product was used in a surgical procedure. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. A review of the device history record indicates this device lot number was released meeting all the quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the needle fell off during case using v-loc reload.